Manufacturer narrative:
This report is for an unknown reamers: reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 5.0 flexible reamer shaft that is in the flexible reamers tray was not working properly. The reamer heads kept falling off the end of the shaft. The shaft was removed from the field and backup shaft from the tray was used. No fragments generated. No surgical delay. Procedure successfully completed. No patient consequences. Concomitant devices reported: 5.0mm flexible shaft (part number 352.04, lot unknown, quantity 1). This report involves one (1) reamers: reamer head. This is report 1 of 1 for (B)(4).